Manufacturer narrative:
The referenced generator was not returned to the manufacturer for evaluation. The exact cause of the reported event could not be determined at this time. Insufficient information was provided by the user facility regarding the reported patient, procedure and the devices, however, if additional information becomes available or if the generator is returned at a later date, this report will be supplemented accordingly. As a preventive measure to mitigate interruption of surgery, the instruction manual provides instruction that states, "ensure that all installation procedures are followed and that all connectors are correctly inserted before use. A backup generator/method should be available for use." In addition, "the manufacturer recommends that the generator and footswitch should be regularly inspected to ensure continued safety of operation throughout its service life. The following safety checks should be performed at least every 12 months by a qualified person who has adequate training, knowledge and practical experience to perform such tests." Also, the instruction manual cautions, "always inspect the system accessories for damage prior to use. In particular, check the cables of any re-usable accessory for possible insulation damage."

Event description:
The manufacturer was informed that in the process of removing the patient's prostatic hyperplasia, the doctor found that the electric cutting knife was reportedly "not sharp and the post-operative hemostatic effect was not working effectively" when utilized with the pk-sp generator. As a result, it led to increased bleeding to the patient, prolonged operation time, and increased bleeding rate after the removal of the urinary catheter. This report is for device 1 of 2.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received. The referenced generator was sent for service/maintenance in beijing, and the hospital was informed of the maintenance result; there was no problem with the generator. The user facility's section chief of the equipment department further reported that the reported issue was caused by a non-olympus "knife". It was reported that the connecting device, "knife", used was manufactured in china and a non-olympus device. No further information was available for the non-olympus device. Additionally, the doctor was performing a prostatectomy and the reported event occurred during the middle of the procedure. The intended procedure was completed using another device. Non-olympus bipolar forceps were utilized to stop the reported patient bleeding. The generator setting mode was set to "electric cutting" and no error messages were observed during procedure. No additional treatment or intervention was required to the patient. Postoperative observation was carried out, the patient was in normal condition and was discharged from the hospital. Based on the reported information, the likely cause of the reported event was attributed to the use of a non-olympus "knife". The instruction manual of the generator provides warning that indicates, "read the instructions, cautions, and warnings provided with all gyrus acmi superpulse endourology system accessories before use. This device is an integral system; only use approved accessories with the superpulse generator. Your sales representative can advise which accessories are available and approved for use with the superpulse system."

Manufacturer narrative:
A review of the device history records (DHR) was conducted for the concerned for the unit, serial number: (B)(6); there were no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed.